Event description:
Note: refer to complaint # (B)(4) for the associated device information. It was reported to boston scientific corporation that an advanix pancreatic stent was attempted to be implanted using a naviflex delivery system in the pancreatic duct to treat chronic pancreatitis during a pancreatic duct stent placement procedure performed on (B)(6) 2026. During insertion, when the pull wire from the naviflex delivery system was actuated to release the advanix pancreatic stent, it failed to be deployed. During the attempt to remove both devices from the patient, the stent dislodged into the duodenum, and the procedure was discontinued because there was no replacement available at the hospital. The patient was hospitalized beyond the standard of care while a replacement device arrives at the hospital, and the physician indicated the unreprieved stent will be expelled naturally. There were no adverse patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. We've sent good faith effort attempts to obtain all missing information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f08 captures the reportable event of prolonged hospitalization. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.